Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to flexion instability, global instability, and tibial baseplate subsidence. Intra-operatively, the following were noted: the locking wire of the insert was broken at both locking points of the baseplate, posteromedial wear was noted on the insert, and a piece of the insert (about the size of a dime) had broken off the posteromedial portion. The baseplate, insert, and femoral component were revised to competitor devices (no allegations were made against the femoral component), the patellar component was retained.